Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead had perforated. The patient experienced chest pain and was also diaphoretic. The rv lead exhibited high pacing thresholds and loss of capture. The lead helix exhibited extension issues and was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that additional information was received from product investigation closure, and a supplemental report is being filed. It was reported that the right ventricular (rv) lead had perforated. The patient experienced chest pain and was also diaphoretic. The rv lead exhibited high pacing thresholds and loss of capture. The lead helix exhibited extension issues and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead returned with stylet in lead, and helix retracted. Noted tissue in helix, confirming the helix allegation. The lead passed testing.